Event description:
The customer reported that the ven does not deliver a breath. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the turbine. The unit passed extended self-testing. No pt involvement.